Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that she was taking customer to the hospital due to high blood glucose and dka. Customer's blood glucose was over 600 mg/dl. Caller stated that the customer insulin pump alarmed motor error during bolus and basal. Nothing further was reported.